Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed dried in the device. The plunger has been retracted to the far end of the loading area. The lens appears to have been replaced incorrectly into the lens loading area for return shipment. The lens is positioned to the left of the plunger and pressed against the wall of the lens loading area. Upon closing, the lens loading door has broken one haptic and the optic against the wall of the lens loading area. A qualified viscoelastic was indicated. The root cause for the complaint of "lens ejected to the side of injector into the eye"could not be determined. The plunger position in relation to the lens during advancement prior to insertion into the eye cannot be determined. The lens was returned after being replaced into the lens loading area incorrectly for return. Malpositioning of the lens prior to closing the lens door has resulted in damage to the haptic and the optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens went to the side of the injector and was delivered into the eye unfolded and shaped improperly. The lens was removed from the eye with no harm to the patient. Another lens was implanted instead. Additional information was requested.